Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address fracture and displacement of femoral condyle. Poly wear and osteolysis was discovered. The tibial and femoral were loose.